Event description:
A 24mm diameter x 14mm diameter x 13.5cm length aneurx bifurcated stent graft system and its components were implanted in pt for endovascular treatment of an abdominal aortic aneurysm in 2001. Pre-implant aneurysm and vessel morphology are unknown. It was reported that the pt had the stent graft emergently explanted in 2003 due to a proximal leak. The procedure was reported to be successful. No clinical sequelae were reported, and the pt is reported to be alive. Medtronic has received the explanted stent graft, and its analysis is pending.